Event description:
A high drain error 104 (night drain #4) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2013 at 08:36:13. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause of the iipv was undetermined. Should additional relevant information become available, a supplemental report will be submitted.